Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse rx pta dilatation catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. On the functional testing, the balloon was inflated with the in-house presto inflation device and water was noted to be leaking. Under microscopic observations, a pin-hole balloon rupture was observed. No other functional testing was performed. During the functional testing, upon the inflation the balloon leaked which was caused by the pin-hole balloon rupture which was observed during the microscopic observation. Hence, the investigation was confirmed for the reported inflation issue and identified a pin-hole balloon rupture. During the microscopic observation pin-hole balloon rupture was observed which might cause the reported inflation issue. However, a definitive root cause for the reported inflation issue and identified pin-hole balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery, the pta balloon allegedly failed to inflate. There was no reported patient injury.